Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: after approaching to tissue and closing jaws, green button was pressed. The status indicator was flashing at that time. To approach tissue again, the reload was opened, but the status indicator remained illuminated. The blue button was pressed to fire and to close jaws again, but it could not be fired. A new reload was opened and used properly. The operating time not extended.